Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited no capture and no impedance during implant. The physician attempted different positions with the same results. The lead was not used and replaced successfully without incident.